Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the hard drive was defective, and configuration process must be initiated. The field service engineer replaced the hard drive and adjusted all the configurations. Confirmed that the station was successfully communicating with the server and that the sink status went up correctly. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the application became unresponsive, failing to launch and remaining stuck on the carefusion blue screen. The customer reported that the inability to receive their medications led to a delay in the dispensing of medication to the patient. There were no adverse events or injuries reported based on this incident.